Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing. The noise was reproducible when the patient moved their arm across their body and overhead. The patient was reported to have been very symptomatic when ventricular paced so it was suspected that the lead had moved a little. An x-ray was to be obtained. It was also reported that there was some oozing from the pocket so the patient was placed on antibiotics. Additional information was requested. No further information was available.